Event description:
The patient was implanted with a left ventricular assist device (lvad) and was additionally on right ventricular extracorporeal circulatory support. The patient had presented in cardiogenic shock in biventricular failure. The patient was initially placed on intra-aortic balloon support and veno-venous extracorporeal membrane oxygenation support for six days prior to implant. On (B)(6) 2015, the lvad made abnormal hum and grinding sounds. On (B)(6) 2015 the lvad continued to make hum and grinding sounds and pump thrombus was suspected. Support was withdrawn on (B)(6) 2015 and the patient expired.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device was not explanted. A correlation between the device and the reported event could not be conclusively determined. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient passed away due to other organ failures a couple of weeks after the pump implant. The pump was not explanted.

Manufacturer narrative:
Approximate age of device: 21 days. The manufacturer is attempting to acquire the device for further evaluation. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.